Event description:
Senseonics was made aware of an incident where user reported receiving low alert which was confirmed in dms on (B)(6) 2025 at 9:07:40 pm. The user did not take a bg at that time and only stated that he received a low alert, was able to cross reference the time and the sg at 9:07 pm was 50 mg/dl. The user did not treat and he was not feeling low and did not have any symptoms.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported receiving a low glucose event. The following example sets were provided: (B)(6) 2025 9:07 pm where user's sg was 50 mg/dl and no bg was taken a review of the data management system (dms) data revealed that on (B)(6) 2025 at 9:07 pm user's sg was 50 mg/dl, and no bg was entered. A review of the alert history revealed that the user received multiple low glucose alerts around the reported time as user's sg value was below 65 mg/dl. User did not seek medical treatment as he did not think he was feeling a low and did not have any symptoms. An case (B)(4) was created to address the sensor's inaccuracies inclusive of the event and under this case an RMA was issued for the sensor for further investigation. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. Investigation based on the sensor data showed transient optical instability which could have contributed to the reported sensor inaccuracies, however, this could not be reproduced during in-house testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The user was offered a sensor replacement as a resolution. B4. Date of this report 04 august 2025. G3. Date received by the manufacturer? 04 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.